Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to one machine from the electronic privacy information center. The machine had recently been updated to the newest version. The technical support specialist (tss) connected to the station, checked the station services, and verified the pyxis dispensing maintenance service device for version 1.7.4+. The service was set to disabled, then restarted and configured to start automatically with a delayed startup. The patient list was cleaned up, and the customer verified and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had multiple patients not crossing over one machine from epic. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.